Event description:
It was reported that the asymptomatic patient presented via a merlin.net transmission. The transmission revealed that the defibrillator exhibited ventricular oversensing due to intermittent qrs double counting since (B)(6) 2017. On (B)(6) 2017 the patient presented to the clinic and the device was successfully reprogrammed. The patient was doing well before and after the visit and would continue to be monitored.